Event description:
A report that the patient's precision system was explanted, due to infection was received. The pt has been re-implanted and is reportedly doing well. No additional info regarding the infection is available.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for further evaluations.